Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in 2013 patient had pain and presented to two different ER¿s and was sent home. The patient then noted passing out and was taken to the hospital and it was determined there was an unspecified lead issue. Patient indicated having blood in the lungs and believed to be due to the lead issue. Unknown when events had occurred. To date, the lead remains implanted and device technician indicated there was no issue found on the lead.